Event description:
Reporter indicated via a study form received that a vns patient made a suicidal gesture. The gesture was not specified but was described as minimal intent, medical threat was minimal, and the gesture was purely manipulative. There was a probable relationship of the suicidal gesture to the patient's disease process and to medication, but the relationship of the suicidal gesture to the vns is unknown. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's suicidal gesture was unrelated to vns. The patient has had some personal issues lately that caused the suicidal gesture. The patient was seen in (B)(6) 2012 and is doing better.